Event description:
No new information.

Manufacturer narrative:
The complaint of blood return through the q-syte connector could not be confirmed from the photograph that was provided for investigation. The photo showed one q-syte connector with a blue luer cap attached to the male luer. No damage or defects could be discerned from the photograph. A functional test and microscopic examination could not be performed without the physical sample. Although the photograph and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
It was reported that blood backflow occurred. Date of event: 11/03/2026 was inspection and verification (testing if necessary) of the dm performed prior to use? Yes. Is there a procedure protocol? Yes. Does the professional using the device have the appropriate skills? Yes. Is the appropriate working equipment available for the performance of the activity? Yes. Are the storage conditions complied with? Yes. Was there a specific situation on the day of the event that contributed to the event? No. Are there any special conditions conducive to the occurrence of the event/incident? No. Number of recurrences: 1. Describe the contributing factors identified: deformable membrane or seal (split septum) is not of adequate design to securely retain catheter or macro equipment and/or syringe. Additional information received on 29-apr-2026. Was there any harm to the patient's health: there was no harm to the patient, a change of dm to an anesthesia extension was performed, avoiding the return of blood.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.